Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information provided by the customer. The following information was provided by the customer: it is unknown if the device was reprocessed prior to sending in for repair. It is possible that maj-1888 brush is not regularly used for cleaning the forceps elevator. The customer did not appropriate reprocess and store after the last procedure. The user inspected the device prior to use and found physical deformities, blockage and image transmission (after reprocessing.) It is possible the device was used with foreign material traces in it. The customer did not reprocess the device correctly. Manual cleaning was performed within an hour the procedure. The forceps elevator was not brushed or flushed. The distal end was not brushed with the channel-opening brush. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been approximately 5 years since the subject device was manufactured. Based on the results of the investigation, foreign material may have remained since reprocessing deviated from instruction manual. The root cause is therefore attributed to the user's failure to follow instructions. The suggested event can be detected and prevented by handling the device in accordance with the following sections of the instructions for use: instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera ii duodenovideoscope was returned for annual inspection. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the forceps elevator had foreign material and the bending section cover was dirty. The foreign material was yellowish/brown in color, but the material was unknown. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found water tightness was lost due to deformation of the right/left and up/down knobs, the connecting tube was discolored and wrinkled, the image guide protector was cut, the right/left knob and up/down knob was discolored, the bending angle of the up/down and right/left knobs and play of the knobs was out of standards due to wear of the angle wire, the image had shadows due to damage on the charged coupled device (ccd) unit, the switch #2 did not work due to a cut on the cable and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.